Event description:
It was reported that the right atrial lead was dislodged per fluoroscopy. The lead had low/loss of sensing and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Concomitant: d224drg ICD implanted: 2011-(B)(6). (B)(4).